Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Visual and functional inspections were performed on the subject device. Additional findings were white scratches in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Event description:
The customer returned this camera head for inspection. This report is being submitted to capture the head unit imaging pixel defect found during device inspection. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.